Event description:
It was reported, that the hysteroresectoscope had the light post broken off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was bent and had dents, the objective window had a sharp dent on the distal edge, the eyepiece window unit and funnel cup had debris, the optical fiber system had a broken lens, and the labeling had a faded laser marking on the model ring. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d4, h2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: for the issue "light post broken off.", since it was not confirmed, it is presumed that the device meets the standard specifications regarding this issue. The determined error patterns of the issues: "dents on outer tube", "bend on outer tube", "sharp dent on distal edge", "debris in eyepiece unit", and "broken lens in optical system" indicate that the cause for the described issues is the application of excessive force during use of the device. Finally, due to the age of the device, the faded laser marking on the labelling ring was caused by wear and tear. Olympus will continue to monitor field performance for this device.